Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on the date of the report, vibrate alarm was not functioning. The patient reported that the vibrate alarm later functioned properly. Medical intervention was not required.